Manufacturer narrative:
Device evaluation: the device was returned dry in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection was also performed. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4): secondary surgical intervention, lens exchanged for the same model, size, different diopter lens. (B)(4): blurred vision/refractive surprise. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -18.0/+1.5/046 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to a refractive surprise. The lens was exchange for the same model, size but different diopter and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found that lens measurements were within specifications. Functional inspection found that lens diopter measurements were within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4).